Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, their sensor wire was detached. The sensor insertion was at the abdomen on the (B)(6) 2016. There was no report any injury or medical intervention. No additional even or patient information is available.

Manufacturer narrative:
(B)(4)

Event description:
The sensor insertion was at the abdomen on the (B)(6) 2016. Two sensors were returned for evaluation; however, it could not be determined which sensor was the device at fault. A visual inspection was performed on sensor (serial number (B)(4)/ lot number 5205093) and found that the wire is missing from the sensor pod and housing puck. Due to the missing sensor wire, the sensor wire is considered detached. The customer's complaint of a missing sensor wire was confirmed. A root cause could not be determined. A visual inspection was performed on sensor (serial number (B)(4)/ lot number 5205093) and found that the wire is missing from the sensor pod and housing puck. Due to the missing sensor wire, the sensor wire is considered detached. The customer's complaint of a missing sensor wire was confirmed. A root cause could not be determined.